Event description:
A customer from the netherlands alleged a false positive result using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). During a review of the data, 2 additional false positives were identified. Accordingly, 3 mdrs will be filed per FDA guidance. No harm was alleged. Patient 1 generated a positive sars-cov-2 and flu b result. Patients 2 and 3 both generated positive flu b results. The positive results were not released to the patient. An investigation was conducted to evaluate the three false positives.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, data analysis has confirmed that 3 false-positive results were due to a tube leak. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Manufacturer narrative:
Through the course of the investigation, the customer's cobas liat analyzer was returned for evaluation. During the inspection, it was confirmed that a tube leak occurred, causing obstruction to the optical path, and several of the actuators were in poor conditions. These were the cause for the reported false results. (B)(4).

Event description:
A customer from the (B)(6) alleged a false positive result using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). During a review of the data, 2 additional false positives were identified. Accordingly, 3 mdrs will be filed per FDA guidance. No harm was alleged. Patient 1 generated a positive sars-cov-2 and flu b result. Patients 2 and 3 both generated positive flu b results. The positive results were not released to the patient. Additional information was provided during the course of the investigation: the customer site retested positive covid results between (B)(6) and (B)(6) on the genexpert system. They than, until (B)(6) retested on the cobas liat system. Since they did not see differences they stopped retesting the positive covid results. However, from (B)(6) onwards they retest all flu a/b results, and will remain doing this for the foreseeable future. An investigation was conducted to evaluate the three false positives.